Manufacturer narrative:
Additional information: the reported event that there is a piece broken off the top of the device was confirmed through the device inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that a piece of the device broke off while at the user facility. Although requested, additional event details were not provided by the user facility. If further information becomes available, it will be communicated.

Event description:
It was reported that a piece of the device broke off while at the user facility. Although requested, additional event details were not provided by the user facility. If further information becomes available, it will be communicated.